Manufacturer narrative:
(B)(4). Date sent 2/20/2025. 6. Health effect - clinical code generalized disorders (e23). B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: on what date was the device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? No unexpected post op complications that I can recall besides some difficulty swallowing I dont recall if there was a hiatal hernia repair done at the same time but could have been yes, after complaint to doctors of the pain below my left breast they ran a series of test to rule out heart issues and none were found. I am now scheduled for a fluoriscopy with barium. I have been diagnosed with hypothyroidism. I was prescribed dicycline. I am not taking any steroids. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was placed in (B)(6)2018. The patient has been to a hcp in la where it was placed. She then moved to tx where a hcp and cardiologist have followed up with no abnormal findings but she is still having pain in her left side. No further information was provided.